Event description:
Per the clinic, the tip of the electrode array found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 19, 2022.

Manufacturer narrative:
This report is submitted on may 20, 2022.